Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure.  Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve.  An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus.  If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure.   According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in the technical summary ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the chordae tendinae rupture and heart block is unknown. However, the mechanisms described above likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.   Reference: goel, sachin s., et al. "Successful mitraclip for severe mitral regurgitation secondary to papillary muscle rupture as a complication of transcatheter aortic valve replacement." Jacc. Cardiovascular interventions 11.6 (2018): e47.

Event description:
As reported through article "successful mitraclip for severe mitral regurgitation secondary to papillary muscle rupture as a complication of transcatheter aortic valve replacement" by  sachin s. Goel, md, vincent zuck, md, nasaraiah nallamothu, md, nilesh j. Goswami, md,  the patient underwent transfemoral transcatheter aortic valve replacement (tavr) with an edwards sapien s3 valve, immediately following, the patient developed severe mitral regurgitation (mr) secondary to anterolateral papillary muscle rupture. The patient was hemodynamically stable and a conservative approach was initially sought.  In addition, the patient also developed complete heart block for which a permanent pacemaker was required. After 1.5 years post tavr, a successful transcatheter mitral valve repair using 2 mitraclips was performed.

Manufacturer narrative:
The event of the heart block was previously reported by edwards lifesciences under manufacturer report # 2015691-2016-00442.